Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly painful abdominal cramping / severe pain'), device breakage ('one of the essure devices broke in her fallopian tube'), device dislocation ('migration of essure device location:device was located near bowel per my physician') and device expulsion ('expulsion of essure device') in a 23-year-old female patient who had essure (batch no. B53037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test." In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("irregular heavy menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding"), paraesthesia ("neurological conditions type: tingling fingers and toes on left side") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain had resolved and the device breakage, device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, paraesthesia, dysmenorrhoea, alopecia, abdominal pain lower and pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy about essure removal-you currently planning for essure removal: no. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-apr-2020: pfs received- lot number was added. Reporters was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure devices broke in her fallopian tube'), abdominal pain ('increasingly painful abdominal cramping / severe pain'), device dislocation ('migration of essure device location:device was located near bowel per my physician') and device expulsion ('expulsion of essure device') in a 23-year-old female patient who had essure (batch no. B53037) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("irregular heavy menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding"), paraesthesia ("neurological conditions type: tingling fingers and toes on left side") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, paraesthesia, dysmenorrhoea, alopecia, abdominal pain lower and pelvic pain was resolving and the abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy about essure removal-you currently planning for essure removal: no. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/ plaintiff's family in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. After the implant procedure, the plaintiff began gradually experience increasingly painful abdominal cramping, as well as irregular, heavy menstrual cycles. As a result of this severe pain, she visited a doctor to have the coils checked. On (B)(6) 2014, it was discovered that one of the essure devices broke in her fallopian tube. As a result, she was forced to undergo a hysterectomy to remove the coils. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly painful abdominal cramping /severe pain. Due to that, she had her coils checked and it was discovered that one of the essure devices broke in her fallopian tube. Due to that, an hysterectomy to remove the coils was performed. Abdominal pain is listed while device breakage is unlisted in the reference safety information for essure. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. During difficult insertion/removals, single cases have been reported of ess breakage. In this particular case, it was reported that one of the devices was found broke in the fallopian tube. Considering the information received for this case, a causal relationship between abdominal pain and device breakage cannot be excluded. This case was regarded as incident, as a since a surgical removal of device was required. Additionally, a non serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: (B)(4). No sample available, breakage not reported during procedure. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instruction for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced increasingly painful abdominal cramping /severe pain. Due to that, she had her coils checked and it was discovered that one of the essure devices broke in her fallopian tube. Due to that, an hysterectomy to remove the coils was performed. Abdominal pain is anticipated in the reference safety information for essure. The possibility of micro-insert breaking is an anticipated event according to product technical analysis. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, it was reported that one of the devices was found broke in the fallopian tube. Considering the information received for this case, a causal relationship between abdominal pain and device breakage cannot be excluded. This case was regarded as incident, as a since a surgical removal of device was required. Additionally, a non serious event was reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("increasingly painful abdominal cramping / severe pain"), device breakage ("one of the essure devices broke in her fallopian tube"), device dislocation ("migration of essure device location: device was located near bowel per my physician") and device expulsion ("expulsion of essure device") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced paraesthesia ("neurological conditions type: tingling fingers and toes on left side"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("irregular heavy menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain and dysmenorrhoea outcome was unknown and the device breakage, device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, paraesthesia, alopecia and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, paraesthesia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: event abnormal vaginal bleeding, device dislocation, paraesthesia, dysmenorrhoea, expulsion of essure device, hair loss, lower abdominal pain, plaintiff did not underwent essure confirmation test added. Outcome of event abnormal bleeding, migration, expulsion, tingling, device breakage, hair loss, pain, cramping added as recovering. Product stop date, indication, reporters added. Case got medically confirmed: yes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("increasingly painful abdominal cramping / severe pain"), device breakage ("one of the essure devices broke in her fallopian tube"), device dislocation ("migration of essure device location:device was located near bowel per my physician") and device expulsion ("expulsion of essure device") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". In (B)(6)2011, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia ("irregular heavy menstrual cycles"), vaginal haemorrhage ("abnormal vaginal bleeding"), paraesthesia ("neurological conditions type: tingling fingers and toes on left side") and dysmenorrhoea ("dysmenorrhea"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). In (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain had resolved and the device breakage, device dislocation, device expulsion, menorrhagia, vaginal haemorrhage, paraesthesia, dysmenorrhoea, alopecia, abdominal pain lower and pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device dislocation, device expulsion, dysmenorrhoea, menorrhagia, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy about essure removal-you currently planning for essure removal: no. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-mar-2019: plaintiff fact sheet received. Event pelvic pain female was added. New reporter and event outcome were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.